Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 6 months after the dental implant and abutment were placed in ada site 3 in the mouth, the implant lost osseointegration in type iii bone. Clinician reports insufficient bone quality/quantity. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation, the event was considered as osseointegration failure. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reported that over 6 months after the dental implant and abutment were placed in ada site 3 in the mouth, the implant lost osseointegration in type iii bone. Clinician reports insufficient bone quality/quantity. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).